Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed non-sustained right ventricular oversensing on the implantable cardioverter defibrillator due to myopotential oversensing. The device was reprogrammed which resolved the noise. There were no patient consequences before and after the event.